Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: american journal of "obstertrics" and gynecology. 2017 mar; conference: 43rd annual meeting of the society of gynecologic surgeons, sgs 2017. United states. 216 (3 supplement 1): s624-625. (B)(4).

Event description:
It was reported via journal article: title: "abdominal cerclage erosion into the bladder: case reported and description of surgical revision." Author(s): hines m. R., vakili b. Citation: american journal of "obstertrics" and gynecology. 2017 mar; conference: 43rd annual meeting of the society of gynecologic surgeons, sgs 2017. United states. 216 (3 supplement 1): s624-625. This case report aimed to present a (B)(6) female patient who underwent abdominal cerclage (with mersilene tape) over twenty years prior. She complained of dysuria, urinary urgency, frequency and abdominal discomfort with culture proven urinary tract infections. She was treated with antibiotics; however, symptoms recurred within few days. Retroperitoneal ultrasound showed 7-mm stone in her bladder. Upon cystoscopy, bladder stone showed calcified mersilene tape eroded into her bladder and was unable to be removed. She underwent robotic assisted cystostomy and excision of foreign body from the bladder. At one month post-op, the patient was asymptomatic.